Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had lost weight, consequently, the patient experienced discomfort at the scs ipg site. Surgical intervention was taken on (B)(6) 2017 and the patient's scs ipg was relocated to the abdomen. Follow up identified the issue of discomfort has resolved.